Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2009, inratio: 1.3, lab: 3.5.

Manufacturer narrative:
The 1.3 and 3.5 inr are excluded from comparison test since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Trend analysis is not required. No strip lot information was provided. Corrective action is not required as product deficiency was not established.